Event description:
Related to MFR report #2183959-2012-00447. The pt was implanted on (B)(6) 2010 with an ams sparc sling. It was reported that the pt experienced "serious bodily injuries, mental and physical pain and suffering, including but not limited to infection, pain, mesh extrusion, and mesh removal." It was also reported that the pt has "sustained severe and permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.